Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit in the getinge office and determined that the scroll compressor needed to be replaced. However, due to budget issues, the customer has not authorized repair of the unit. It was later clarified that the customer will not be requesting repair by getinge and have decided to dispose of the iabp.

Event description:
It was reported that while in use on a patient, the cs100 intra-aortic balloon pump (iabp) generated a ¿low vacuum¿ alarm and then stopped pumping. The customer attempted to turn the unit on and off several times. However, the problem did not resolve. The iabp unit was replaced to continue therapy. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able duplicate the reported failure. It was determined that the k8 valve had an open/close failure. The fse replaced the drive manifold and performed running test without the problem reoccurring. The iabp was returned to the customer and has been released for clinical use.

Event description:
It was reported that while in use on a patient, the cs100 intra-aortic balloon pump (iabp) generated a ¿low vacuum¿ alarm and then stopped pumping. The customer attempted to turn the unit on and off several times. However, the problem did not resolve. The iabp unit was replaced to continue therapy. There was no patient harm and no adverse event was reported.